Manufacturer narrative:
Date of event estimated.

Event description:
Additional information was received stating that the patient's lead had migrated, which was confirmed via fluoro imaging. Surgical intervention took place where the ipg and leads were explanted to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The allegation is against one of two leads; however, it is unknown which lead(s), therefore, all potential components are being listed. Additional components potentially involved in the event: product family: drg, model: mn10450-50a, (B)(4) , serial: (B)(6) , batch: 8405933.

Event description:
It was reported the patient is experiencing ineffective stimulation due to high impedances. Surgical intervention may take place at a later date.